Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the wire (identified within the device as the "a-wire") temporarily became stuck; as a result, angulation became difficult. However, it was not possible to further specify the cause. The suggested event is detectable by handling device in accordance with the instruction in the instructions for use (IFU) (operation manual) - 3.2 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a damaged angulation lock and could not disengage. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus, however, evaluation of the reported event is still in progress. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.